Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The caller stated that the customer was reporting that the battery was turning off and erasing the basal rates on the pump. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will not be returned for analysis.